Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient on (B)(6) 2015 the patient's left hip was implanted with a tritanium acetabular cup and she was taken back for revision surgery on (B)(6) 2017. It is further alleged that prior to surgery, she had persistent pain in her left hip after the initial operation, and subsequent workup demonstrated loosening of the acetabular component. It is alleged during that surgery the acetabulum was easily removed due to minimal ostial integration with minimal bone loss and the backside of the cup was inspected and there was minimal bone ingrowth.